Event description:
It was reported that shaft break occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment over an unknown wire. However, a slight amount of resistance was experienced and it was found that the device was a bit bent and eventually fractured. The issue happened outside of the patient's body. The procedure was completed with a different device. There were no patient complications reported.